Manufacturer narrative:
The insulin pump had a blank display due to a battery tube connector not properly plugged in to the interface board. The functional testing could not be completed due to the blank display. The insulin pump had a cracked display window, cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
It was reported the customer received a blank display after changing their battery. Customer's wife stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was unable to recover the customer's display by inserting a new battery. Customer's blood glucose was 200 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.